Event description:
It was reported that the bd phaseal¿ protector p14j leaked during use when connected with the "keytruda". The following information was provided by the initial reporter, translated from japanese to english: "connected keytruda with assembly fixture and leakage occurred. Hcp couldn't confirm leaked point."

Manufacturer narrative:
H.6. Investigation summary: one physical sample of an unknown lot was received for valuation by our quality personnel. Upon inspection of the sample, a leak was observed between the protector and the vial. It was noted that the needle on the protector did not properly penetrate the stopper of the vial, the needle was detached and damage was noted on the rubber vial stopper. Leakage testing is performed for all lots during manufacturing to ensure the quality of the membrane. As the lot information involved in this incident was not available, a device history review could not be performed. Based on the investigation results, it was determined that the protector was not properly connected to the vial which resulted in the leak reported. The protector must be attached completely vertical to the vial. The m12 assembly fixture is recommended to ease the connection of the protector to the vial. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd phaseal¿ protector p14j leaked during use when connected with the "keytruda". The following information was provided by the initial reporter, translated from (B)(6) to english: "connected keytruda with assembly fixture and leakage occurred. Hcp couldn't confirm leaked point."